Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10; corrected: h3. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the reason for surgery was the sinking of the tibial side and then occurring the fracture. Bone fracture was confirmed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed via tka on (B)(6) 2011. It was reported that the revision surgery was performed on (B)(6) 2020. The surgeon found that the screw of the explanted femoral stem¿s part loosened and very wore. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the received device was forwarded to commercialized product development for evaluation. Review of the received device confirm the reported event. The investigation found no evidence of product malfunction or product error and the need for corrective action was not established. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a device history record (DHR) review was conducted. The DHR review revealed no deviations or nonconformance's against this batch (e2an34). Corrected: h3.